Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery longevity of this pacemaker was questioned. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed that the longevity was impacted by atrial sensing of the patient's atrial fibrillation (af). Programming options were discussed. No adverse patient effects were reported. The device remains in service.